Event description:
Additional information was received 12may2023. Access was obtained in the femoral artery to target the superficial femoral artery. The access site was not scarred, but the anatomy was slightly tortuous and calcified. Resistance was not encountered during insertion or removal of the device over another manufacturer's wire guide. The separated dilator tip was removed from the blood vessel using a "homemade" trap/catcher.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving "exclusion" of an abdominal aortic aneurysm, the tip of a performer introducer's dilator separated upon withdrawal of the sheath. An unspecified "catcher" was immediately used to collect the separated tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 12may2023. Access was obtained in the femoral artery to target the superficial femoral artery. The access site was not scarred, but the anatomy was slightly tortuous and calcified. Resistance was not encountered during insertion or removal of the device over another manufacturer's wire guide. The separated dilator tip was removed from the blood vessel using a "homemade" trap/catcher. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Approximately 1.2-centimeters of the dilator¿s tapered distal tip was separated. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿when inserting, manipulating, or withdrawing a device through an introducer, always maintain introducer position.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The anatomy was slightly tortuous and calcified; however, resistance was not encountered upon insertion or withdrawal of the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: customer name and address = (B)(6). G4: PMA/510(k) number = k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving "exclusion" of an abdominal aortic aneurysm, the tip of a performer introducer's dilator separated upon withdrawal of the sheath. An unspecified "catcher" was immediately used to collect the separated tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.